Event description:
Foley catheter (bulb) would not deflate. Catheter was cut x 2, still appeared inflated, resistence to withdrawal noted. Urologist was called. Guide wire was used to clear lumen and foley catheter was removed without trauma.